Event description:
While lead thresholds and sensing are normal and within range, lead impedance is now showing greater than 2500 ohms. (B)(6) 2014: all available information suggests this lead remains implanted at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.